Event description:
It was reported that during a laparoscopic gastric bypass procedure, the endocutter device was fired four times successfully. They were attempting to load it for the 5th firing and it would not load. They could not get the cartridge to seat fully into the jaws. The jaws had been cleaned in between firings to ensure no loose staples. The surgeon also attempted to load the device and it still would not load. They finally opened a different endocutter device, loaded it with a white cartridge, fired and it worked fine for three more firing. There was some bleeding on the staple line. A clip applier device was used to control the bleeding. On the third or fourth clip placed with the clip applier, the clip would slide off. The ends of the clip was not coming together and forming properly. The clips fell into the patient and were retrieved. A new clip applier device was opened and used to complete. They are unsure what caused the bleeding. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.